Event description:
Voluntary medwatch # mw5112872 during the diagnostic portion of an atrial flutter procedure, a duo-deca diagnostic catheter got stuck within the chiara network of the heart and required a snare to be removed. Cardiology contacted interventional cardiology and vascular surgery for assistance in safely removing the device. Additional access was gained via the ij vein and the device was snared and freed from the heart wall and then successfully removed while using echo. An intracardiac echo was performed before, during, and after to ensure no damage was done to the patient. The catheter was exchanged and the procedure was successfully completed without further issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.